Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high. Due to diabetic ketoacidosis, the customer went to the emergency room and was admitted to the hospital. The customer was disconnected from the pump and was treated with intravenous insulin. The customer did not know the cause of the high bg and reported that it was not related to the pump and the pump was working properly. There were no alarms found in the pump history for (B)(6) 2017. On (B)(6) 2017, the customer resumed pump therapy. The customer was discharged from the hospital on (B)(6) 2017.